Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer¿s blood glucose level was not impacted. During troubleshooting it was determined the pump battery depleted from 100% to 40% within one day. Reportedly, the customer will continue to use the pump for insulin therapy.